Manufacturer narrative:
The full name of the initial reporter in (B)(6). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) gave a blood detected alarm. It was also reported that there were no signs of blood in the helium tubing so the unit was swapped out with another to continue therapy. The affected iabp was reported to be tagged for biomed. No patient harm, serious injury or adverse event was reported.